Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient was wearing an omnipod insulin pump. According to the patient, on (B)(6) 2025 around 7:00 pm, the patient¿s cgm was 238 mg/dl and the bg meter was reading 167 mg/dl. The insulin pump automatically dosed the patient based off the 238 mg/dl cgm value. Approximately one hour later, around 8:00 pm, the patient¿s cgm value was 70 mg/dl. No bg meter reading was taken at this time. The patient attempted to treat with some soda but was very nauseous and weak. The patient self-treated with nasal glucagon spray. The patient¿s mother then took the patient to the emergency room (ER). At the ER, the patient ended up losing consciousness waiting to be evaluated. The patient was treated with isolyte, zofran, and metoclopramide. Unspecified blood work was also done. Once the patient¿s bg level was stable, he was discharged from the ER (less than 24 hours). The patient was ¿fine and stable¿ at the time of report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. There were no reported glucose values available to search within the parkes error grid calculator when the patient was unconscious. There were no reported glucose values available to search within the parkes error grid calculator after treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.